Event description:
It was reported that the customer's sleep schedule did not activate when expected to. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a correction bolus via the pump to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that sleep activity feature was "manually turned off" and pump was functioning as intended and the cause of the high bg was unknown, customer acknowledged and understood.